Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h4; h6 and h11 corrected fields: e1; e3; e4; g2; h8 the device was returned to olympus for inspection, and the reported failure was confirmed. However, there were no defective parts; the problem was a bad cabling setting, the video input cable was placed in a wrong connector at the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.